Event description:
The customer reported to olympus the bronchovideoscope exhibited distal end defect. The issue was observed during reprocessing. There were no reports of patient harm or impact associated with this event. Inspection and testing of the returned device revealed the plastic distal end cover was damaged. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device has been returned to olympus service center for evaluation and the reported issue was able to be confirmed. Additionally, the evaluation found the following findings: the biopsy channel was leaking at plastic distal end cover (c-cover) and biopsy port; connector body unit was leaking; and the light guide lens was scratched. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the investigation, the phenomenon was presumed that the user used a high energy endo therapy accessory, such as laser or high frequency, without keeping enough distance from the distal end of the subject device. However, olympus could not specify cause of the suggested event. User may be able to detect the suggested event by handling device in accordance with IFU ¿inspection of the endoscope¿. IFU provides the points of attention for use of high-energy endo therapy accessories in ¿4.3 using endo therapy accessories¿. Olympus will continue to monitor field performance for this device.